Event description:
The reviewed literature article contained three cases of normal pressure hydrocephalus patients implanted with strata ii valves that did not have improved symptoms despite the valves being set to the lowest setting. The article stated that the patients had revision surgeries to replace the strata ii valves with strata nsc valves, which were thought to be more appropriate devices for the patients' physiology. The patient's symptoms were reported to have improved using the nsc valves.

Manufacturer narrative:
The reported events were found during review of scientific literature. Although the valves were explanted, the article did not allege malfunction in the devices. The reported events were not matched to information previously received by medtronic neurosurgery. The corresponding author did not have additional information regarding the events, and he stated that there were no defects in the explanted products. The products were unavailable for return. Therefore evaluations of the device performances were not possible. Reviews of the manufacturing records were not possible as lot numbers were not provided. (B)(6). Revision to an adjustable non-siphon control valve in low pressure hydrocephalus: therapeutic siphoning and a new perspective on nph. Series of 3 cases and review of the literature. Clin neurol neurosurg (2012), http://dx.doi.org/10.1016/j.clineuro.2012.05.017.